Manufacturer narrative:
(B)(4). Batch # u5ae4a. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the device did not function when the firing trigger was pulled at the first firing on the stomach. After attempts of pulling the firing trigger several times, the device was fired. The same device was replaced to another battery and fired, but the knife stopped on the way back to home position at second firing. The manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2020. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. After further analysis, the articulation mechanism was noted to be damaged as it would not hold the articulation setting. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended.